Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. The connector pin was bent on the cable assembly for the desktop charger model 37761, serial number (B)(4). (B)(4).

Event description:
The patient reported being unable to get the implantable neurostimulator recharger (insr) to charge. The patient later reported that the green light was on the desktop charger (dtc); and while the connector pin looked fine, not loose, she could wiggle it. Two days later, on (B)(6) 2016, the patient reported having received a new desktop charger with connector pin. However, the connector pin did not fit into the implantable neurostimulator recharger (insr). The connector pins from the desktop charger was put in upside down. The patient was able to push the pins back to the right side and was charging. The connector on the insr was loose. The patient was in pain because she turned the implant off friday, (B)(6) 2016 due to being unable to recharge it. Indication for use included chronic low back pain, and spinal pain.

Manufacturer narrative:
Analysis findings for model 37661, serial number (B)(4): the connector pin on the case assembly was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.